Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse checked system power, suite pc and x-ray pc leds and network but could not identify any issue. Fse found out that service procedure reinstall complete system could not be completed, and that the full system software installation was necessary. System software installation was completed and the fse restored system successfully from the latest backup available on site. Further the fse performed tube yield and edl calibrations. After installation of the system software and system calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up, it was stuck at the start up screen. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.